Event description:
It was reported that within weeks of implant, the left ventricular lead was dislodged. At the reposition procedure, the physician noticed that there was blood ingress in the middle of the lead. The physician flushed the saline through the stylet lumen and noticed the saline was leaking through the middle of the lead. It appeared that there was an insulation break in the center of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), and there was apparent explant damage.